Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of medes - drawer recovery was confirmed by field service engineer (fse) and subsequently confirmed in the dchu testing and inspection process. According to work order: (B)(4), the field service engineer (fse) reported that fse replaced the drawer controller board and the retractor band to resolve the issue. The fse verified hta testing with no issues observed. During dchu visual inspection: pn: 353844-01: the unit revealed shorted copper strands with signs of localized thermal damage. No fluid ingress, bends, cuts or other anomalies were observed. Pn: 151622-01: the unit was received in good condition with no signs of physical damage, loose components, fluid ingress or missing components. During dchu testing: pn: 353844-01: no testing was performed since signs of thermal damage were observed on the copper strands of the returned assy retractor dwr hh cubie. Pn: 151622-01: the returned drawer controller board was evaluated on an esd protected surface, using a calibrated digital multimeter to measure resistance < 1ohms between tp502 tp505 and tp501 tp503, indicating failure of diode d501 and mosfet q501. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of medes - drawer recovery was due to shorts between adjacent copper strands of the assy retractor dwr hh cubie (pn: 353844-01)/ this condition resulted in localized thermal damage and ultimately compromised the drawer's functionality. Additionally, it was determined that the failure of pcba dwr cntlr v1.10/v1 was generated by a short circuit on diode d501 and mosfet q501 which led to circuit instability and compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2.2 repeatedly required recovery even after a recovery procedure was successfully completed. The issue recurred whenever any cubie within the drawer was accessed. As per part investigation, it was determined that there were shorts between adjacent copper strands of the assy retractor dwr hh cubie (pn: 353844-01) which resulted in localized thermal damage and failure of pcba dwr cntlr. There were no adverse events or injuries reported based on this event.